Manufacturer narrative:
The reported events of high capture threshold and subsequently loss of capture, the guidewire failed to advance into the lead lumen, likely due to the blood clot formation were not confirmed. As received, a complete lead was returned in one-piece. Visual and x-ray examination did not find anomalies. The test guidewire was advanced through the distal tip of the lead and removed without obstruction. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a device upgrade procedure. It was noted that the left ventricular lead exhibited high capture threshold and subsequently loss of capture after the successful lead placement. The lead was removed for repositioning. When attempting to reinsert the lead, it was observed that the guidewire failed to advance into the lead lumen, likely due to the blood clot formation. The lead was not used and replaced during the procedure. The patient was in stable condition.